Event description:
The device was initially reported to have been observed during reprocessing. However, it was determined to be unknown when the foreign material become stuck in the channel, and it is furthermore possible that the subject device may have been used on a patient with the foreign material clogged in the device.

Event description:
The customer reported to olympus, a foreign object was found stuck in the evis exera iii gastrointestinal videoscope during reprocessing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined there was foreign material lodged within channel mount unit. In addition, the grip was deformed, switch 1 was deformed, air/water cylinder was discolored, switch box was scratched, plug unit was scratched, scope connector case unit was scratched, plastic distal end cover was scratched, air/water tube was clogged, channel tube was clogged, angle wire was worn, bending tube was deformed, connecting tube was scratched and universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The reported event was discovered during an unspecified procedure when the customer noted they had used the wrong size bile duct. The patient was not harmed. The customer used a new device with a smaller bile duct prosthesis that would fit through the device and placed it in the patient's bile duct.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update b5 with additional information discovered during the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was lodged in the channel mouth unit. The foreign material was later identified as a bile duct plastic prosthesis (non-olympus). The user reported that it is not typical to place a bile duct prosthesis through a gastroscope, but in this patient it was not possible otherwise, because the anatomical conditions were completely shifted by an operation. Requests had been made to obtain information regarding reprocessing but no response was received from the customer. It was also noted that there was no physical damage at the detection point of foreign object. It is likely this forcible operation may have caused the bile duct plastic prosthesis to become lodged in the channel. The event can be prevented by following the instructions for use (IFU) which state: "the evis exera iii gastrointestinal videoscope gif-h190, gif-hq190, gif-1th190 are indicated for use within the upper digestive tract (including the esophagus, stomach, and duodenum). Do not use this instrument for any purpose other than its intended use. Select the endoscope to be used according to the objective of the intended procedure based on the full understanding of the endoscope¿s specifications and functionality as described in this instruction manual." Olympus will continue to monitor field performance for this device.